Event description:
It was reported that 260 syringe 1ml ll were found to have broken plunger rods before use. The following was reported by the initial reporter: "on december 22, 2020, the company inspected the 8164893 batch of syringes and found that the batch of syringes had new types of defects, which were mainly manifested by the obvious indentation visible to the naked eye near the handle of the syringe core rod. Part of the indentation caused burrs. There is a risk of burrs falling off. The company inspected more than 260 such defective products out of (B)(4) syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/13/2021. H.6. Investigation: three 1ml syringes in blister packs from batch 8164893 (p/n 309628) were received and evaluated. One of the packages was opened and two were fully sealed. All three of the syringes has a small nick on the plunger rod under the thumb rest with a small plastic protrusion. One syringe also had large scratches across the middle of the barrel with a small piece of the barrel protruding outwards and some flange damage present. All three of the syringes were rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the marking process. It was likely due to a barrel jam at the printer. Potential root cause for the damaged plunger rod defect is associated with the assembly process. It may have been due to component stuck at the plunger rod infeed. The stuck component was likely self-correcting and short lasting that affected a limited number of pieces. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 260 syringe 1ml ll were found to have broken plunger rods before use. The following was reported by the initial reporter: "on (B)(6), 2020, the company inspected the (B)(4) batch of syringes and found that the batch of syringes had new types of defects, which were mainly manifested by the obvious indentation visible to the naked eye near the handle of the syringe core rod. Part of the indentation caused burrs. There is a risk of burrs falling off. The company inspected more than 260 such defective products out of 13,500 syringes."